Manufacturer narrative:
(B)(4). A visual examination revealed that the exposed cut wire was discolored and appeared to have melted/split the extrusion at the distal pierce hole. The melted extrusion, created a tear measuring approximately 3mm . This tear allowed the cut wire with the attached anchor to separate from the distal pierce hole. The distal end of the cut wire was found to be securely soldered to the anchor. A functional evaluation was performed and found a 0.035 inch guidewire could be advanced through the device without issue. Following a detailed device analysis, it was noted that the condition of the device is likely due to procedural factors/generator settings, therefore, the most probable root cause classification is operational context. The device history record review found the device met all manufacturing specifications.

Event description:
It was reported to boston scientific corporation that an ultratome xl sphincterotome was used during a endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during the procedure, the device was used to cannulate. A hydrajag guidewire was then advanced in the cannula and resistance was encountered. The cannula was then flushed with water and resistance was still encountered. The procedure was completed with a different device.there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.this event has been deemed a reportable event based on the investigation results; cut wire with anchor dislodged from catheter and catheter melted/split.